Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s strain relief loop on the l1 lead became exposed at the needle entry incision. To address the issue, the physician thoroughly cleaned the area and tacked the lead down with sutures to secure it on (B)(6) 2019, resolving the issue. No product was implanted or explanted during this procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up information identified this patient is enrolled in a target clinical study. The patient was in the clinician¿s office for a postoperative follow up on (B)(6) 2019 and the lead was noted to be protruding through the skin. To address the issue, the physician has replaced the same lead inside the patient and dermabonded the incision closed. When the patient returned for an additional follow up on (B)(6) 2019, the lead had again protruded from the skin and was glued a second time. Later on (B)(6) 2019, the physician revised the lead, which was reported in the initial report.